Event description:
A distributor in (B)(6) reported that the inspiratory pressure control knob of an rd900 infant resuscitator was stuck. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff is not expected to be returned for investigation as it has been returned to the customer. However the complaint device has been assessed by a qualified technician at our india office. Results: our technician has observed that the front fascia panel of the neopuff is damaged and has also confirmed that the inspiratory pressure control knob was stuck. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff pressure control knob was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the neopuff has been repaired and returned to the customer and is back in service.